Event description:
It was reported that during a rectum resection procedure for a patient with rectum cancer, the surgeon used a circular stapler and a contour stapler. After the surgeon closed the contour and fired the circular, no crunch occurred; the knife could not cut and the staples were not formed. The surgeon changed to a new circular and contour to complete the procedure. Now the patient is fine. The procedure was prolonged 150 minutes.

Manufacturer narrative:
(B)(4). Additional information was requested. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.